Event description:
It was reported that the patient underwent an initial left hemiarthroplasty that was subsequently revised approximately a week later due to dislocation and a failed attempt of a closed reduction. During the procedure it was noted that the stem was rotationally unstable and was removed by hand, which was cemented in and should not have been that easy to remove. All components were exchanged without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00500105300 lot# 65335057 shell 53 mm o.d. Cat# 802202802 lot# 65641435 zb 12/14 cocr hd 28mm. Cat# 00500105328 lot# 65269947 liner 28 mm i.d. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code was mechanical (g04) -stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient felt his hip was dislocated for 5 days during his hospital stay and a closed reduction failed. A revision was performed, where the stem was found to be rotationally unstable and removed by hand, with soft tissue disruption in the joint. All products were explanted and replaced with zimmer components. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
No further information at the time of this report.